Manufacturer narrative:
Block a2: patient weight: 53.6 kg, patient date of birth: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported, to boston scientific corporation. That an advanix pancreatic pigtail stent was implanted in the pancreas to treat a suspected pancreatic fistula, during an endoscopic retrograde cholangiopancreatography procedure (ercp). Performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. On (B)(6) 2024, the patient presented with pancreatitis. On (B)(6) 2024, the patient presented with alcohol induced pancreatitis. The patient was then referred to the emergency department where the patient received IV fluids and was treated for pain management. The stent remains implanted inside the patient's body.